Event description:
The problem the patient had with the oral device for sleep apnea (tap iii), was that the screw would not hold the hook in place - it kept slipping, so it could not hold the patient's jaw in the correct position. The dentist sent the device back to the lab 2 times. The device then had another problem - the metal hooking also was bending. The patient was afraid to wear the tap iii at night for fear that the hook would break off & he would aspirate it, plus it still continued to slip. The reporter talked to dawn at airway management about the problems with the tap iii. She admitted that the device had problems. They stopped production of the device that the patient had. She stated that the manufacturer had to take the nickel out of the stainless steel hook & pin due to rusting. Without the nickel, the hook screw/pin were bending & much weaker. She also stated that new hook/pins were going to be manufactured in germany to help solve the problem. Therefore, no replacement available at this time for the patient.